Event description:
It was reported that at a routine check, it was found that both the right atrial (ra) lead and right ventricular (rv) lead thresholds had risen. It was noted that the other measurements had no changes and the leads would continue to be monitored. At another check a few weeks later, it was found there was still a high output. It was elected to cap and replace the rv lead. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: addr01 implantable pulse generator 2013 (B)(6); 5054-58 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Vcm (ventricular capture management) trend shows threshold increased post-implant and appears to be high or out of range.